Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefor,e a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2015. According to the complainant, the patient stated that she saw "something red in my tube that I've never seen before". Patient stated "looks like a blood clot." The patient was advised to flush the tube with 10cc of room temperature tap water. The patient flushed the tube and stated the water went around the red in the tube. The patient went to a hospital and a physician flushed the tube until it was almost clear. The device remains in use. There were no patient complications reported as a result of this event. The patient's condition was reported to be "normal."